Manufacturer narrative:
Concomitant medical products: dtbb2qq crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high pacing impedance. The lead was explanted and replaced. During the same procedure, the low-voltage right ventricular (rv) lead was being extracted due to an upgrade to a cardiac resynchronization therapy defibrillator (crt-d) system. During the lead extraction, the proximal portion of the lead separated from the distal portion and the lead tip was still within the patients heart. No patient complications have been reported as a result of this event.